Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / damaged belt receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires and the j1001 connector. The cause of the code 204 is the damaged receptacle, wires, and connector. The root cause of the damaged receptacle, wires, and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that the monitor was damaged at the belt receptacle.